Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that a complete lead was returned. Insulation abrasion exposing the outer coil was noted at 48.9 to 49.4 cm from the connector pin. Abrasion was consistent with constant friction with another implantable device. (B)(4).